Event description:
It was reported that during a coronary stent procedure, the balloon ruptured and became hung up on the stent. The ballon was removed however the stent was only partially deployed. They could not re-wire, and the pt went to surgery. The pt status is listed as "okay".